Event description:
It was reported that it was difficult to extubate the patient because the cuff material formed a rigid ring of plastic. The patient had to undergo additional examinations (endoscopy and reparalysing) as a result. No further complications were reported in relation to this event.